Event description:
It was reported that the devices were used during a laparoscopic sigmoid resection. The first shears tested was ok but in surgery there was no function. The second shear had an anvil that was loose, but did not fall into pt. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/08/08. Info anticipated, but unavailable at this time.